Event description:
The complainant stated that the knee function runs down unintentionally.

Manufacturer narrative:
The accounts maintenance isolated the issue to the main control circuit board. The circuit board was replaced to repair the bed.